Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String broke off and I was unable to take the tampon out- vagina [foreign body in reproductive tract]. Little string simply broke off [device breakage]. I was completely unable to take the tampon out [complication of device removal]. Case narrative: consumer reported via social media that the string broke off. No serious injury reported.